Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2017 about 11:38am. The patient detailed that 2 hours before the alleged issue began she was experiencing symptoms of ¿dizzy, lethargic and sweating profusely.¿ the patient stated that she obtained alleged inaccurate erratic results of ¿689, 512, 118 and 468mg/dl¿ on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ criteria for precision. The patient manages her diabetes with a combination of medications including, novolog 16 units and lantus solostar 70 units. The patient stated that she increased her dose of medications ¿novolog 16 units¿ as a result of the alleged product issue. She reported that on (B)(6) 2017 between 12 and 12:30pm she attended ER and received unspecified IV fluids from an hcp and obtained a blood glucose reading of 532 mg/dl on the hospital meter. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The correct testing steps were carried out; the test strips were within their expiry date and the test strip vial was neither cracked nor broken. The patient did not have control solution to conduct a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.